Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition, confirming the clinical observation. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However the current consumption was normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed an almost depleted battery. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery. The microcalorimetry analysis showed no anomalies. Next, the battery was opened for destructive analysis and the inner assembly was inspected. During analysis no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion cannot be excluded. In summary, the root cause for the premature battery depletion could not be determined conclusively. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The analysis revealed that the clinical observation resulted from a battery voltage lower than expected, triggering by design a warning message to alert the user. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage leading to a quicker discharge of the battery. A prediction of the remaining service time is not feasible. Should additional relevant information or the device itself become available, this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned data. The manufacturing process for this device was re investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The analysis revealed that the clinical observation resulted from a battery voltage lower than expected, triggering, by design, a warning message to alert the user. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage leading to a quicker discharge of the battery. A prediction of the remaining service time is not feasible. Should additional relevant information or the device itself become available, this investigation will be updated.

Event description:
After an implantation period of approx. 36 months, it was reported that during a follow-up while interrogating the device a battery error was observed.